Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient died during the pacemaker implant procedure. While placing the right ventricular (rv) lead, the patient went into cardiac arrest. The procedure was not completed. According to the physician, the procedure and product did not cause or contribute to the patient's death. The lead was not explanted post-mortem.